Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/(B)(6) years of age. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: real-world use of prophylactic antibiotics in insertable cardiac monitor procedures. Pace pacing and clinical electrophysiology. 2016;39(8):837-842.

Event description:
A journal article was reviewed that contained information regarding this implantable loop recorder (ilr) model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients who experienced infections; both ¿mild¿ and ¿serious.¿ the patients were treated with antibiotics and in one case the device was removed. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.